Event description:
It was reported that the patient experienced urinary retention with an artificial urinary sphincter (aus). A surgical procedure was performed in which the physician confirmed that the cuff was too small. During the intervention the cuff was replaced. The patient was stable and got better after the surgery.

Manufacturer narrative:
Product investigation completed. The cuff component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the cuff. Inspection of the remainder of the device revealed no damage or irregularities that would affect the functionality. A product malfunction could not be confirmed as the most probable cause of the reported events through product analysis.

Event description:
It was reported that the patient experienced urinary retention with an artificial urinary sphincter (aus). A surgical procedure was performed in which the physician confirmed that the cuff was too small. During the intervention the cuff was replaced. The patient was stable and got better after the surgery.